Event description:
It was reported that a "severe error occurred during navigation" while using the stryker nav3i(tm) platform with cranial software during a procedure. After the error appeared, the system froze requiring a restart. The system was restarted and the case was completed successfully using navigation and without any procedure delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Event description:
It was reported that a "severe error occurred during navigation" while using the stryker nav3i(tm) platform with cranial software during a procedure. After the error appeared, the system froze requiring a restart. The system was restarted and the case was completed successfully using navigation and without any procedure delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
Based on the investigation results, it was confirmed that system error messages were displayed. Based on the event description and further communication details provided by the sales representative, an error message was displayed following the prone/lateral registration after which the software was restarted and the registration successfully reloaded. The workflow has been implemented as specified, but under a specific circumstance an exception occurs where the application automatically restarts and offers the user to restore the interrupted case. No information is lost; application puts the user back into navigation mode with a confirmed and active registration. This exception does not impact intended use or safety.